Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reports that patent presented with gross abscessed infection around tsvtwb11 implant. Pain is also reported. The site was grafted with xenograft at implant placement. The implant was removed.